Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins had been shutting off for the last six weeks, but they always had been able to ¿by luck¿ get it to pop back on. The device actually quit again on friday night and the patient stated that they haven't had any luck trying to get it back on by pushing the power button. The event occurred within the last six weeks in 2019. It was reported that the patient¿s ins was at eos and there was no allegation/dissatisfaction with the ins longevity. No further complications were reported/anticipated.